Event description:
It was reported that the universal oscillating saw attachment fell apart during use in surgery. The ball bearings fell into the open knee; however, no injury was reported. It was reported that the broken device components were all located and accounted for following retrieval from the surgical wound. An alternate device was available to complete the planned procedure.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.